Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was your surgeon opinion of your symptoms? Was this your first exposure to skin closure adhesives? What is your age, weight and medical/ surgical history? Have you been exposed to artificial nail glue? What is the name of your surgeon and contact information? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please sign the attached form and provide your surgeon contact information. Auth form attached to email. Also advised consumer while we empathize with your situation and understand your disappointment in the outcome of your surgery, please note, as a medical device company, we are not in the position to provide any specific medical advice and must refer you to your health care provider.

Event description:
It was reported that a patient underwent a laparoscopic excision of the endometriosis and vaginal-assisted hysterectomy procedure on (B)(6) 2017 and topical skin adhesive was used. Post op day four the patient¿s skin began to look swollen and bruised, then began to get worse and began to itch wherever the topical skin adhesive had been applied. The patient saw an associate of the operating surgeon eight days post-op. This associate identified a circular area around each incision, where the topical skin adhesive had been applied. The same day the patient was referred to a dermatologist. The dermatologist identified the affected areas as allergic reactions. The dermatologist prescribed steroid pills and gel. The patient stopped taking the pills after a few days, after consulting with the dermatologist, due to side effects. The patient has continued to use the steroid gel which has caused some of the patient's skin to slough off, which is expected according to the dermatologist. The patient said that the marks from the reaction are still visible, but the itching has completely subsided. Additional information has been requested.